Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. The explanted devices will not be returned as they were discarded by the medical facility. No device malfunction was suspected.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last year from the date the manufacturer was made aware. Block d6b: explant date: 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5156716/5158932.